Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage and common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, all four arms were erroring and an error code was being reported to all controller nodes. Technical support was contacted and reviewed the reported errors with field personnel, then performed troubleshooting steps. During review of the system topology, technical support also observed communication warnings between the main system controller and the patient side cart. There was no report of patient involvement or reported injury.